Manufacturer narrative:
The account stated the hilow will run on its own if the foot board is jiggled. No further information is available on the repair of the bed at this time.

Event description:
The account alleged the hilow ran on its own. No pt impact.